Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm was reading low mg/dl while the bg meter was reading high mg/dl. The patient was feeling nauseous, had a headache, and blurry vision. The patient¿s child gave her an insulin injection as treatment. An unspecified time after this, the patient¿s bg meter reading was 379 mg/dl while the patient¿s cgm was also reading around 379 mg/dl as well. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.